Event description:
It was reported by the user facility's biomedical engineer that the console had a cut in the power cable. There was no patient involvement. A backup console was used for patient use.

Manufacturer narrative:
The investigation has been completed. The logs were not necessary for this type of complaint. The console was visually inspected and a cut in the power cable was confirmed. The cause of the issue was a defective power cable.